Manufacturer narrative:
The lead was returned with no reported complaint. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two full breached outer insulation degradations at the proximal region of the lead. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.